Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
The ventilator was not examined therefore the investigation consists of an evaluation of the logs from the ventilator that were received from the facility. The evaluation shows that in the given event period of 1½ hours, the ventilator was set in the reported ventilation modes. It was once in the simv pc + ps (synchronized intermittent mandatory ventilation (pressure control) + pressure support) mode of ventilation and four times in the prvc (pressure regulated volume control) mode of ventilation. All periods except one that lasted 50 minutes were very short. In simv pc the alarm ¿airway pressure high¿ was generated immediately after start. The alarm implies exceeded the set airway pressure alarm limit whereby the ventilator will terminate breaths. The cause was the total set pressure being very close to the alarm limit. In the prvc mode ventilation periods there is the ¿volume delivery restricted¿ alarm which implies failure to deliver the pre-set tidal volume. The cause again were the set parameters settings and alarm limits. There was no ventilator malfunction at the time. The ventilator was working all along and it behaved correctly and alarmed appropriately under the prevailing circumstances. The cause in simv (pc) + ps were the set pressure parameters whose total hit the set high airway pressure alarm limit that resulted in terminations of breaths. In prvc the target, volume was not delivered due to the set parameters settings and alarm limits. H3 other text : not returned.

Event description:
It was reported that the ventilator was not delivering volume in prvc (pressure regulated volume control) or simv pc (synchronized intermittent mandatory ventilation pressure control) mode of ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).